Event description:
In 2008, the pt reported the cartridge chamber of her insulin infusion device was filled with insulin. She stated she has had elevated blood glucose readings in the 400-500 mg/dl range since yesterday with her normal range being 100-120 mg/dl. Symptoms are thirst, nausea, frequent urination, and feeling "horrible." She stated she noticed the cartridge chamber was foggy and when she took the cartridge out to change it, insulin spilled out of the device. The cartridge does not appear to be cracked and she thinks the bolus she programmed went into the cartridge chamber. She is not treating her elevated readings by giving herself insulin injections. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.